Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable was unavailable for specific root cause analysis, or corrective and preventive actions by terumo bct quality assurance. Possible root causes were provided in the initial report for this event. Corrective/preventive action: algorithms will be incorporated into the software for the trima accel system. These algorithms will recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or verify wbcs in the platelet product. The new algorithms will be added to the next trima equipment software upgrade, version 6.0.3, which is in the process of being validated. Additionally, internal capas have been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The analysis did not find a conclusive cause of the elevated rwbc content reported for this collection. Signals in the rdf indicate it is possible though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to this. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was no a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.